Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The field service engineer was at the customer site to repair an issue with the solid waste box of the cobas e 411 immunoassay analyzer (e411). The customer told the engineer that they received an erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on the e411 analyzer. The erroneous result was not reported outside of the laboratory. The sample was diluted times 20 and initially tested, resulting as 4348 miu/ml. The sample was repeated with a times 20 dilution, resulting as 40214 miu/ml. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 259199. The reagent expiration date was asked for, but not provided. Quality controls tested on (B)(6) 2018 were within range. The field service engineer checked the analyzer. A pipette tip was found behind the waste box, so this was cleaned up and the analyzer tested normally. The alarm trace was checked and the only errors that appears were sample barcode reading errors. The reagent was checked and appeared normal. The probe position, system volume, pinch tubing, and water filter were all normal. Performance testing was run on the analyzer and the results met requirements.

Manufacturer narrative:
The field service engineer verified the status of the instrument to be stable and quality controls were within range after the performed service actions. The investigation was unable to find a definitive root cause.